Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported from a single site that their perception was that tendril leads exhibit a high noise and lead displacement rate. Related manufacturer reference number: 2017865-2019-06051. Related manufacturer reference number: 2017865-2019-06053.